Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient went to the emergency room with abdominal pain, which was the manifestation of the peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment for the peritonitis included vancomycin (1.5gm, intraperitoneal, every 5 days). At the time of this report, the treatment and pd therapy was still ongoing. The patient was reported to be recovering from the peritonitis. No additional information is available.